Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor body was found to be damaged during surgery; there was a fracture near one of the toeing screws. It is unknown when the actual fracture occurred. The fracture did not cause any delays or have any adverse effects on the patient.

Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided of the device which was used for evaluation. A crack on the toeing arm can be seen in the photo; the complaint is confirmed. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.